Event description:
During follow-up in 2001, a pacing lead impedance of greater than 2000 ohms was observed. The retrieved egms showed inappropriate therapies due to noise detection. Chest x-ray showed slight irregularity at the suture sight but there was no visual evidence of a lead fracture. The decision was made to explant the lead system 6 days later in 2001.